Manufacturer narrative:
Correction d10, e3, g3.

Event description:
The customer reported that the device will not power on and probably needs keypad replaced. No patient involvement.

Event description:
The customer reported that the device will not power on and probably needs keypad replaced. No patient involvement.

Manufacturer narrative:
Additional information g4, g7, h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 26aug2019 to 22dec2020 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device will not power on and probably needs keypad replaced. No patient involvement.